Event description:
It was reported that the device delivered a higher dose of sufentanil to the patient than intended. Sufentanil (100mcg/250ml) was programmed via guardrails library at 1446. A soft max concentration limit of 1mcg/ml alert was fired, and the clinician reprogrammed the infusion using the wild card entry for sufentanil_anes with a concentration of 2.5mcg/ml resulting in a programmed dose of 3.3ml/hr (0.12 mcg/kg/h). The infusion ran at this rate until 1725 when the infusion was stopped. At this time the pump showed a recorded volume infused of 6.85ml. The pump was reprogrammed at this time to a higher rate of 5.5ml/hr (0.2 mcg/kg/hr). This ran until 1836 with a total volume infused recoded as 13.4 ml. Customer reports that with a concentration of 2.5 mcg/ml this is equivalent to 33.5mcg. The amount administered in epic is documented as 49.4mcg (19.76ml) resulting in a 15.9mcg discrepancy from what actually infused vs what is charted in epic. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device delivered a higher dose of sufentanil to the patient than intended. Sufentanil (100mcg/250ml) was programmed via guardrails library at 1446. A soft max concentration limit of 1mcg/ml alert was fired, and the clinician reprogrammed the infusion using the wild card entry for sufentanil_anes with a concentration of 2.5mcg/ml resulting in a programmed dose of 3.3ml/hr (0.12 mcg/kg/h). The infusion ran at this rate until 1725 when the infusion was stopped. At this time the pump showed a recorded volume infused of 6.85ml. The pump was reprogrammed at this time to a higher rate of 5.5ml/hr (0.2 mcg/kg/hr). This ran until 1836 with a total volume infused recoded as 13.4 ml. Customer reports that with a concentration of 2.5 mcg/ml this is equivalent to 33.5mcg. The amount administered in epic is documented as 49.4mcg (19.76ml) resulting in a 15.9mcg discrepancy from what actually infused vs what is charted in epic. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation. Additional information: concomitant med prod data, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of sufentanil could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module and concomitant pcu error logs showed no records associated to the reported incident. The review of the concomitant pcu event log showed that on 11mar2025 at 2:46 pm, the user selected the channel and programmed a guardrails infusion (anesthesia mode active) and selected sufentanil with a concentration of 50mcg/ml, a dose of 0.12mcg/kg/hr, a volume to be infused (vtbi) of 14ml and a rate of 3.312ml/hr. The infusion was paused. At 3:21 pm, the user started the infusion. The primary volume infused (pvi) was recorded as 64.687ml, an accumulated total from previous infusions. At 5:25 pm, the user selected the channel and selected a new rate of 5.52ml/hr and a vtbi of 7.15ml. The pvi was recorded as 71.54ml at 6:36 pm, the user selected the channel and paused the infusion. The pvi was recorded as 78.056ml the total volume infused from 2:46 pm to 6:36 pm was calculated to be 13.4ml, subtracting the pvi at 3:21 pm from the pvi at 6:36 pm: 78.056ml - 64.687ml = 13.408ml it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The alaristm system with guardrailstm suite mx user manual v12.3.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service: suspect pump module s/n: 14542956 (w/o: 01874889) please replace the bezel assembly as it was disassembled during the investigation. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of sufentanil could not be identified. Based on the log analysis, the total volume infused of 13.4ml and the programmed concentration of 2.5mcg/ml confirms the result of a total drug amount of 33.5mcg. There is no way to confirm why the epic software documented a drug amount delivered of 49.4mcg. Note that this report lists imdrf annex a040502, a0401, a1801, g02017, g04037, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.